Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage set) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor and an open l1 component on the computer/analog pca. The root cause for the shorted c1 capacitor and open l1 component could not be positively identified. No adverse event resutled from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage set no energy).